Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that the leaflets were restricted. The clip delivery system (cds) was advanced to the mitral valve; however, it was not possible to grasp the leaflets due to the gripper arms would not lower. Three attempts were made to lower the gripper arms but failed. The cds was removed with the clip attached, and the procedure was successfully completed with a new clip. One clip was implanted, reducing mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The return device analysis did not confirm the reported gripper actuation issue. The reported positioning failure issue could not be tested as it was related to the operation context. Additionally,a review of the lot history record revealed no manufacturing nonconformities issued to the reported lot and a review of the complaint history identified no similar incident reported for gripper actuation or positioning failure from this lot. Based on available information, a definitive cause for the reported gripper actuation issue could not be determined. Furthermore, the reported positioning failure was due to reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.d4 correction - lot number